Manufacturer narrative:
Hospital reported the pt weight was unavailable. Device manufacture date not available at time of this report. Synergy spine software believed to be the problem as 98% of the hard drive is full. System investigation underway.

Event description:
Medtronic representative reported the site technical support assistant, called in during a spine procedure to report that only part of the o-arm exam was transferred to the stealth navigation system. Per the site representative, the complete exam was displayed on the mobile viewing system. After trouble-shooting with medtronic technical services, the issue was not resolved. Surgeon determined that the exam was missing part of the image in the sagittal plane. The surgeon opted to proceed with the case without the stealthstation treon system. There was no impact on the pt outcome reported.